Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient underwent an implant surgery for proximal tibial fracture with a plate and 2 locking screws in question. On (B)(6) 2020, the patient underwent the removal surgery. During the removal, the surgeon had difficulty in removing two proximal locking screws. The surgeon drilled the screw heads with a carbide drill and removed the plate, but then could not remove the screw shafts. The two screw shafts remained in the patient. No further information is available. Concomitant device reported: unknown plate (part # unknown, lot # unknown, quantity 1). Unknown cabride drill (part#unknown, lot#unknown, quantity 1). This report is for one (1) locking screw. This is report 1 of 2 for (B)(4).